Manufacturer narrative:
H6: ventec evaluated the ventilator and observed that there was ventilation output, however, ventec confirmed that its peep (positive end expiratory pressure) was lower than set, and its exhaled tidal volume (vte) levels were low. This likely led to the initial reporter stating that that the ventilation didn't seem to be working, as initially reported, when the actual issues were low peep and low vte. Ventec then replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure) readings and ventilation did not seem to be working. There was no patient involvement associated with the reported event.